Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under the button contacts, the display screen was dim and discolored, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed that the keypad was torn. All of the buttons on the keypad responded properly. Contamination was observed under all of the button contacts when the keypad was removed. The text on the display screen was dim and discolored. The pump cover was removed and the display screen was replaced with a new screen for testing. Once completed, the contrast returned to normal with no discoloration of text. There was a crack in the battery compartment.